Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil protruded through my uterus/essure coil to the right of uterine fundus protruding into the myometrium (right coil)"), device expulsion ("right essure coil protruded through my uterus (right coil)"), embedded device ("right essure coil protruded through myometrium adhering to omentum (right coil)/ received in formalin labeled metallic coil with attached portion of fatty tissue at one end and tan gray membranous tissue at opposing end (left coil)"), polyhydramnios ("pregnancy complications- polyhydramnios") and pregnancy with contraceptive device ("unintended pregnancy") in a (B)(6)-year-old female patient (gravida 6, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unexpected pregnancy". The patient's past medical history included multi gravida, parity 3 ((B)(6)), c-section, polyhydramnios, foetal macrosomia and abortion. Patient denies tobacco, alcohol or drugs. Concurrent conditions included obesity. Family history included down's syndrome (relation: sister) and mental retardation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), polyhydramnios (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), complication of device insertion ("the right ostium seen and essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time. We used a grasper and then removed it and we replaced it with a new one which was well placed"), allergy to metals ("hypersensitivity reaction to nickel") with rash, mental disorder ("mental anguish pain and suffering"), back pain ("back pain"), weight increased ("gained weight"), treatment noncompliance ("did not use birth control or contraception at any time following essure placement procedure") and investigation noncompliance ("essure confirmation test was not done"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (removed via bilateral salpingectomy), surgery (removed via bilateral salpingectomy) and surgery (removed via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, embedded device, complication of device insertion, allergy to metals, mental disorder, back pain and weight increased had not resolved and the polyhydramnios, pregnancy with contraceptive device, treatment noncompliance and investigation noncompliance outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6). The reporter considered allergy to metals, back pain, complication of device insertion, device expulsion, embedded device, investigation noncompliance, mental disorder, polyhydramnios, pregnancy with contraceptive device, treatment noncompliance, uterine perforation and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects she did not claim that are allergic to nickel or any other component of essure. Both ostium were visualized. The right ostium was seen and the essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time doctor used a grasper and then removed it and replaced it with a new one which was well placed and pictures were taken and placed in the chart. On the left side, it was kind of difficult, because the ostium looks more dilated than usual and; however, we could place it uneventfully. The medical providers were not able to find the other spring, and only removed the one right that was visible that was nestled into her tissue above her uterus. Right essure coil was removed on (B)(6) during the birth of child; her left essure coil is in an unknown location in her body. She had complication of pregnancy: fetal macrosomia, polyhydramnios, meconium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. On (B)(6), ultrasound foetal showed term pregnancy with a fetal weight of (B)(6) g. Cephalic presentation, anterior placenta. Received in formalin labeled "right tube" is a grossly recognizable segment of fallopian tube measuring (B)(6) cm in length x (B)(6) cm in greatest diameter with a fimbriated end. The serosa is pink-tan. Smooth and glistening and the cut surface is grossly unremarkable. Representative sections are submitted in one cassette. Received in formalin labeled "left tube" is a grossly recognizable segment of fallopian tube measuring (B)(6) cm in length x (B)(6) cm in greatest diameter. The serosa is pink-tan. Smooth and glistening and the cut surface .received in formalin labeled "coil" is a 7 x 0.1 cm metallic coil with a 1.3 x 1 x 0.4 cm attached portion of fatty tissue at one end and 1.8 x 0.3 x 0.15 cm tan gray membranous tissue at the opposing end. Sections of tissue submitted in 1 cassette. Most recent follow-up information incorporated above includes: on (B)(6) 2017: new events added from pfs: unintended pregnancy, device ineffective, right essure coil protruded through myometrium adhering to omentum (right coil)/ received in formalin labeled metallic coil with attached portion of fatty tissue at one end and tan gray membranous tissue at opposing end (left coil), right essure coil protruded through my uterus/essure coil to the right of uterine fundus protruding into the myometrium (right coil) and hypersensitivity reaction to nickel, rash on my hands, mental anguish pain and suffering, back pain, gained weight, essure confirmation test was no done were added. Event pregnancy complications- polyhydramnios was added from medical record. Outcome for event added. Patient historical condition and concomitant disease also added. Event severe and permanent injuries was deleted and case became valid as per follow up. "â¿¿essure" legal manufacture has changed from bayer healthcare, llc, (B)(6) to bayer pharma (B)(4), (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type "â¿¿initialâ¿"¿ indicates here initial submission by the new legal manufacturer only"â¿¿" incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil protruded through my uterus/essure coil to the right of uterine fundus protruding into the myometrium (right coil)'), device expulsion ('right essure coil protruded through my uterus (right coil)/migration') and embedded device ('right essure coil protruded through myometrium adhering to omentum (right coil)/ received in formalin labeled metallic coil with attached portion of fatty tissue at one end and tan gray membranous tissue at opposing end (left coil)') in a 38-year-old female patient who had essure (batch no. B04860-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unexpected pregnancy" and treatment noncompliance "did not use birth control or contraception at any time following essure placement procedure". The patient's medical history included multi gravida, parity 3 (B)(6) 2000, (B)(6) 2011, (B)(6) 2013, c-section, polyhydramnios, foetal macrosomia, abortion, polyhydramnios and fetal macrosomia. Patient denies tobacco, alcohol or drugs. Concurrent conditions included obesity. Family history included down's syndrome (relation: sister) and mental retardation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), polyhydramnios ("pregnancy complications- polyhydramnios"), complication of device insertion ("the right ostium seen and essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time. We used a grasper and then removed it and we replaced it with a new one which was well placed"), allergy to metals ("hypersensitivity reaction to nickel") with rash, mental disorder ("mental anguish pain and suffering"), back pain ("back pain") and investigation noncompliance ("essure confirmation test was not done"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight increased ("gained weight"). The patient was treated with surgery (removed via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, embedded device, complication of device insertion, allergy to metals, mental disorder, back pain and weight increased had not resolved and the polyhydramnios, pregnancy with contraceptive device and investigation noncompliance outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered allergy to metals, back pain, complication of device insertion, device expulsion, embedded device, investigation noncompliance, mental disorder, polyhydramnios, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects she did not claim that are allergic to nickel or any other component of essure. Both ostium were visualized. The right ostium was seen and the essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time doctor used a grasper and then removed it and replaced it with a new one which was well placed and pictures were taken and placed in the chart. On the left side, it was kind of difficult, because the ostium looks more dilated than usual and; however, we could place it uneventfully. The medical providers were not able to find the other spring, and only removed the one right that was visible that was nestled into her tissue above her uterus. Right essure coil was removed on (B)(6) 2015 during the birth of child; her left essure coil is in an unknown location in her body. She had complication of pregnancy: fetal macrosomia, polyhydramnios, meconium. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. The lot number reported (b04860) is inv. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("right essure coil protruded through my uterus/essure coil to the right of uterine fundus protruding into the myometrium (right coil)"), device expulsion ("right essure coil protruded through my uterus (right coil)"), embedded device ("right essure coil protruded through myometrium adhering to omentum (right coil)/ received in formalin labeled metallic coil with attached portion of fatty tissue at one end and tan gray membranous tissue at opposing end (left coil)"), polyhydramnios ("pregnancy complications- polyhydramnios") and pregnancy with contraceptive device ("unintended pregnancy") in a 38-year-old female patient (gravida 6, para 4) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unexpected pregnancy" and treatment noncompliance "did not use birth control or contraception at any time following essure placement procedure". The patient's past medical history included multi gravida, parity 3 (B)(6) 2000, (B)(6) 2011, (B)(6) 2013), c-section, polyhydramnios, foetal macrosomia and abortion. Patient denies tobacco, alcohol or drugs. Concurrent conditions included obesity. Family history included down's syndrome (relation: sister) and mental retardation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), polyhydramnios (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), complication of device insertion ("the right ostium seen and essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time. We used a grasper and then removed it and we replaced it with a new one which was well placed"), allergy to metals ("hypersensitivity reaction to nickel") with rash, mental disorder ("mental anguish pain and suffering"), back pain ("back pain"), weight increased ("gained weight") and investigation noncompliance ("essure confirmation test was not done"). The patient's last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. The patient was treated with surgery (removed via bilateral salpingectomy), surgery (removed via bilateral salpingectomy) and surgery (removed via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, embedded device, complication of device insertion, allergy to metals, mental disorder, back pain and weight increased had not resolved and the polyhydramnios, pregnancy with contraceptive device and investigation noncompliance outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered allergy to metals, back pain, complication of device insertion, device expulsion, embedded device, investigation noncompliance, mental disorder, polyhydramnios, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects she did not claim that are allergic to nickel or any other component of essure. Both ostium were visualized. The right ostium was seen and the essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time doctor used a grasper and then removed it and replaced it with a new one which was well placed and pictures were taken and placed in the chart. On the left side, it was kind of difficult, because the ostium looks more dilated than usual and; however, we could place it uneventfully. The medical providers were not able to find the other spring, and only removed the one right that was visible that was nestled into her tissue above her uterus. Right essure coil was removed on (B)(6) 2015 during the birth of child; her left essure coil is in an unknown location in her body. She had complication of pregnancy: fetal macrosomia, polyhydramnios, meconium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. On (B)(6) 2015, ultrasound foetal showed term pregnancy with a fetal weight of 4482 g. Cephalic presentation, anterior placenta. Received in formalin labeled "right tube" is a grossly recognizable segment of fallopian tube measuring 5 cm in length x 0.4 cm in greatest diameter with a fimbriated end. The serosa is pink-tan. Smooth and glistening and the cut surface is grossly unremarkable. Representative sections are submitted in one cassette. Received in formalin labeled "left tube" is a grossly recognizable segment of fallopian tube measuring 5.5 cm in length x 0.5 cm in greatest diameter. The serosa is pink-tan. Smooth and glistening and the cut surface .received in formalin labeled "coil" is a 7 x 0.1 cm metallic coil with a 1.3 x 1 x 0.4 cm attached portion of fatty tissue at one end and 1.8 x0.3 x 0.15 cm tan gray membranous tissue at the opposing end. Sections of tissue submitted in 1 cassette quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 30-aug-2018: quality-safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil protruded through my uterus/essure coil to the right of uterine fundus protruding into the myometrium right coil'), device expulsion ('right essure coil protruded through my uterus (right coil)/migration') and embedded device ('right essure coil protruded through myometrium adhering to omentum (right coil)/ received in formalin labeled metallic coil with attached portion of fatty tissue at one end and tan gray membranous tissue at opposing end left coil') in a 38-year-old female patient who had essure (batch no. B04860) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unexpected pregnancy" and treatment noncompliance "did not use birth control or contraception at any time following essure placement procedure." The patient's medical history included multi gravida, parity 3 (B)(6) 2000, (B)(6) 2011, (B)(6) 2013, c-section, polyhydramnios, foetal macrosomia, abortion, polyhydramnios and fetal macrosomia. Patient denies tobacco, alcohol or drugs. Concurrent conditions included obesity. Family history included down's syndrome (relation: sister) and mental retardation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), polyhydramnios ("pregnancy complications- polyhydramnios"), complication of device insertion ("the right ostium seen and essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time. We used a grasper and then removed it and we replaced it with a new one which was well placed"), allergy to metals ("hypersensitivity reaction to nickel") with rash, mental disorder ("mental anguish pain and suffering"), back pain ("back pain") and investigation noncompliance ("essure confirmation test was not done"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight increased ("gained weight"). The patient was treated with surgery (removed via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, embedded device, complication of device insertion, allergy to metals, mental disorder, back pain and weight increased had not resolved and the polyhydramnios, pregnancy with contraceptive device and investigation noncompliance outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered allergy to metals, back pain, complication of device insertion, device expulsion, embedded device, investigation noncompliance, mental disorder, polyhydramnios, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects she did not claim that are allergic to nickel or any other component of essure. Both ostium were visualized. The right ostium was seen and the essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time doctor used a grasper and then removed it and replaced it with a new one which was well placed and pictures were taken and placed in the chart. On the left side, it was kind of difficult, because the ostium looks more dilated than usual and; however, we could place it uneventfully. The medical providers were not able to find the other spring, and only removed the one right that was visible that was nestled into her tissue above her uterus. Right essure coil was removed on (B)(6) 2015 during the birth of child; her left essure coil is in an unknown location in her body. She had complication of pregnancy: fetal macrosomia, polyhydramnios, meconium . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Most recent follow-up information incorporated above includes: on 6-aug-2020: medical records received. Lot number added. Medical history, reporter information were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('right essure coil protruded through my uterus/essure coil to the right of uterine fundus protruding into the myometrium (right coil)' device expulsion ('right essure coil protruded through my uterus (right coil)/migration') and embedded device ('right essure coil protruded through myometrium adhering to omentum (right coil)/ received in formalin labeled metallic coil with attached portion of fatty tissue at one end and tan gray membranous tissue at opposing end (left coil) in a 38-year-old female patient who had essure (batch no. B04860-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unexpected pregnancy" and treatment noncompliance "did not use birth control or contraception at any time following essure placement procedure". The patient's medical history included multi gravida, parity 3 (B)(6) 2000, (B)(6) 2011, (B)(6) 2013), c-section, polyhydramnios, foetal macrosomia, abortion, polyhydramnios and fetal macrosomia. Patient denies tobacco, alcohol or drugs. Concurrent conditions included obesity. Family history included down's syndrome (relation: sister) and mental retardation. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), polyhydramnios ("pregnancy complications- polyhydramnios"), complication of device insertion ("the right ostium seen and essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time. We used a grasper and then removed it and we replaced it with a new one which was well placed"), allergy to metals ("hypersensitivity reaction to nickel") with rash, mental disorder ("mental anguish pain and suffering"), back pain ("back pain") and investigation noncompliance ("essure confirmation test was not done"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight increased ("gained weight"). The patient was treated with surgery (removed via bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device expulsion, embedded device, complication of device insertion, allergy to metals, mental disorder, back pain and weight increased had not resolved and the polyhydramnios, pregnancy with contraceptive device and investigation noncompliance outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 4. Last menstrual period was on an unknown date and estimated date of delivery was (B)(6) 2015. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The caesarean delivery occurred on (B)(6) 2015. The reporter considered allergy to metals, back pain, complication of device insertion, device expulsion, embedded device, investigation noncompliance, mental disorder, polyhydramnios, pregnancy with contraceptive device, uterine perforation and weight increased to be related to essure. The reporter commented: she did not allege that essure caused birth defects she did not claim that are allergic to nickel or any other component of essure. Both ostium were visualized. The right ostium was seen and the essure was placed. After we removed the guide, we realized a crumble at the ostium. At that time doctor used a grasper and then removed it and replaced it with a new one which was well placed and pictures were taken and placed in the chart. On the left side, it was kind of difficult, because the ostium looks more dilated than usual and; however, we could place it uneventfully. The medical providers were not able to find the other spring, and only removed the one right that was visible that was nestled into her tissue above her uterus. Right essure coil was removed on (B)(6) 2015 during the birth of child; her left essure coil is in an unknown location in her body. She had complication of pregnancy: fetal macrosomia, polyhydramnios, meconium diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. The lot number reported (b04860) is invalid. Most recent follow-up information incorporated above includes: on 27-aug-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.